Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however, a tear and leak in the tip were noted on the returned device, which is likely that the account perceived as the reported balloon rupture. The separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional armada device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right anterior tibial artery with mild calcification and a contrast mix of 50% saline and 50% contrast. The 3.0x120mm armada 14 percutaneous transluminal angioplasty (pta) was inflated once and a rupture occurred at 4 atmospheres. It is possible that a piece of the balloon may have remained in the indeflator; however, it was confirmed that nothing remained in the patient. Another 4.0x80mm armada 14 pta was inflated once at 18 atmospheres; however, despite the balloon was in negative held for twenty seconds, could not be deflated. A non-abbott indeflator was used, but the issue persisted and was removed partially deflated but as a single unit. There was resistance during removal with either the piece of balloon or the catheter. Another armada 14 was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.